Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large clip applier instrument was analyzed and found to have failed the clip test due to misapplication of the clip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Further investigation confirmed additional observation. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly hold the clips. The additional observation is related to the primary failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier was not holding the clip. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.